Manufacturer narrative:
Other device used: catalog #735601204, natural hip collared stem, lot #1649008. Catalog #00630505836, trilogy crosslinked liner, lot #61320664 - manufactured by (B)(4). Catalog #00801803601, versys femoral head, lot #61371527 - manufactured by (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, restricted ability to engage in physical activities, disability and disfigurement after receiving a total left hip replacement.

Manufacturer narrative:
No device or photos were received since the device still remains implanted; therefore the condition of the device is unknown. Review of the device history record did not find any deviations or anomalies for the related device. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided. This device is used for treatment.